Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded the cartridge with cold insulin. Customer reloaded the cartridge and continued to use the existing cartridge. Customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.